Event description:
The facility's biomedical engineer reported an infusion pump that had no audible alarm. This condition was found during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.